Event description:
On (B)(6): customer reports via phone to product monitoring that system would not fluoro during an unknown pt procedure. Pt age and gender were unknown. Procedure was cancelled and pt was rescheduled. No injuries were reported. Facility did not provide any additional information regarding the incident.

Manufacturer narrative:
Covidien field service engineer (fse) contacted customer who reported they had fixed the problem themselves by replacing the 5 amp fuse in the camera control box. System returned to full service by customer.